Event description:
This is a correctional report is done to correct h1 type of reportable event in tab h. Device manufacturers only. The change is from malfunction to serious injury. This supplemental report is being filed to provide additional information that a procedure was done to check the electrode. During the procedure, the doctor attempted to remove the electrode. When the sleeve part was exposed and pulled out, the electrode was found to be broken. It is unclear whether the doctor pulling on the electrode caused the break or if it was already broken. The incision near the sleeve did not directly cut the electrode. A portion remained, and a new electrode was placed above the sternum. There were no additional adverse patient effects. It was reported that the system stored false atrial fibrillation episodes due to the oversensing of noise. A review of the electrograms found significant rail-to-rail noise. During office testing, the primary and secondary sensing vectors were good, but the alternate sensing vector was almost flat. The low energy shock impedance was greater than 400 ohms. Technical services discussed the data. The clinic has scheduled a follow-up visit for the next month. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the system stored false atrial fibrillation episodes due to the oversensing of noise. A review of the electrograms found significant rail-to-rail noise. During office testing, the primary and secondary sensing vectors were good, but the alternate sensing vector was almost flat. The low energy shock impedance was greater than 400 ohms. Technical services discussed the data. The clinic has scheduled a follow-up visit for the next month. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that a procedure was done to check the electrode. During the procedure, the doctor attempted to remove the electrode. When the sleeve part was exposed and pulled out, the electrode was found to be broken. It is unclear whether the doctor pulling on the electrode caused the break or if it was already broken. The incision near the sleeve did not directly cut the electrode. A portion remained, and a new electrode was placed above the sternum. There were no additional adverse patient effects. It was reported that the system stored false atrial fibrillation episodes due to the oversensing of noise. A review of the electrograms found significant rail-to-rail noise. During office testing, the primary and secondary sensing vectors were good, but the alternate sensing vector was almost flat. The low energy shock impedance was greater than 400 ohms. Technical services discussed the data. The clinic has scheduled a follow-up visit for the next month. There were no additional adverse patient effects. The system remains implanted.